Event description:
It was reported in a journal article that the patient received four inappropriate shocks due to artial oversensing and ventricular undersensing. Ventricular fibrillation caused by the fourth shock was not recognized because of the low amplitude sensed by the dislodged lead (shown by an x-ray after resuscitation). The patient was successfully resuscitated by emergency personnel. The patient expired one week later due to lack of oxygen to the brain.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Reference article: "fatal inappropriate ICD shock." Journal of cardiovascular electophysiology, 18: (3), march 2007. Updated with lead and device serial numbers.